Event description:
As reported by distributor, foreign material was noted in the barrel of an angiographic syringe during preparation. The syringe had been sold to the distributor on an OEM (bulk, non-sterile basis). It was not used on a pt. The syringe was returned.